Event description:
A durable medical equipment provider (dme) reported to the MFR that a remstar heated humidifier (rshh) had caught on fire. There was no report of injury or harm.

Manufacturer narrative:
The device was evaluated by the MFR's product investigation lab. Thermal damage to the printed circuit assembly (pca) and the enclosures of the device was confirmed. The root cause of the failure is most likely related to a damaged solder joint at the ac inlet. The cracked solder joint likely resulted in electrical arcing and the identified thermal damages. This failure mode within the rshh device platform has been previously investigated, resulting in a voluntary recall of a known population of devices which were identified as having high susceptibility to the failure mode (z-446/7-07). The referenced device was not included in the identified population of the recall as the device had been manufactured with a pca board revision (rev.19) that included the mfg change which effectively reduced the likelihood of the failure from occurring. Respironics' qa continuously monitors the complaint handling system (chs) for notifications of rshh events where thermal damage to the device pca results from failures similar in nature to those previously investigated. To date, there have been a total of five (5) similar failures for rshh devices received for investigation where thermal failure and a resulting void in the device enclosure have been analyzed and determined to be similar to the failure mode previously investigated. Based on a review of the risk analysis associated with this failure mode, the MFR has determined that the risk associated with the rshh devices remaining in the field remains acceptable. There was no pt harm associated with this event. Based on the info available, the MFR concludes no further action is appropriate.